Event description:
It was reported that this right ventricular (rv) exhibited oversensing of ventricular noise interference. Also, the rv and superior vena cava (svc) coils were unmeasurable, and this rv lead exhibited a high within range pacing impedance measurement of 1645 ohms. The physician suspected a lead conductor fracture or insulation damage. As a result, both anti-tachycardia pacing (atp) and shock therapy were programmed off. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received. The shock impedance values of the rv and svc coils were unmeasurable.

Manufacturer narrative:
Additional information added to b5. D6a updated. If pertinent information is priovided n the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) exhibited oversensing of ventricular noise interference. Also, the rv and superior vena cava (svc) coils were unmeasurable, and this rv lead exhibited a high within range pacing impedance measurement of 1645 ohms. The physician suspected a lead conductor fracture or insulation damage. As a result, both anti-tachycardia pacing (atp) and shock therapy were programmed off. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received. The shock impedance values of the rv and svc coils were unmeasurable. Additional information was received. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) exhibited oversensing of ventricular noise interference. Also, the rv and superior vena cava (svc) coils were unmeasurable, and this rv lead exhibited a high within range pacing impedance measurement of 1645 ohms. The physician suspected a lead conductor fracture or insulation damage. As a result, both anti-tachycardia pacing (atp) and shock therapy were programmed off. This rv lead remains in service. No additional adverse patient effects were reported.